Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported to integra that a hair was found on the black plastic section of the c3601, cusa excel 36khz tubing set upon opening the packaging. Product was not in contact with patient but the patient was prepped for surgery. There was no patient injury nor surgery delay reported.

Manufacturer narrative:
UDI: (B)(4).

Event description:
N/a

Manufacturer narrative:
Investigation completed on 05march2018. Event and non-conformance was reviewed for lot 1165429, and this did not reveal anything that could cause the reported event. No event and/or rework were recorded for the mentioned lot; therefore, it is concluded that this lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. Although pictures have been provided by the customer, there is still pending the return of the units for actual confirmation of the event. The reported condition could not be confirmed at this time and the root cause is undetermined.